Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer had high blood glucose of 400 mg/dl due to birthday treats. High blood glucose was treated with manual injections which was recommended by insulin pump and mother inquired on reason for that. Customer was advised that pump may have been set up by health care professional that way. Customer will contact health care professional. No further information provided.